Manufacturer narrative:
Model: mwce-18s-5/10-tornado-lef-081800. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure when the tornado platinum embolization microcoil was used, the luer lock came loose from the micro catheter hub. Another device was used to complete the procedure successfully. However, it was noted further that the coil was stretched on the distal end. The patient did not experience any adverse effects due to this occurrence.